Event description:
It was reported that the apexpro telemetry server (ats) shut down resulting in a loss of telemetry monitoring for 15 minutes affecting 12 patients. Alternate patient monitoring was not available. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.